Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and escalated to an impella 5.5 device. A delivery difficulty was encountered, however. Right axillary cutdown and 8 millimeter x 30 centimeter hemashield platinum graft beveled appropriately and anastomosed to vessel. However, the impella 5.5 device was unable to advance over 0.018" guidewire past the subclavian bend to innominate. Multiple attempts were made. The physician tried arm manipulation to abduction, mineral oil for lubricant and several different wires and techniques to no avail. The physician noted there was "kinking of catheter near motor" when trying to advance and was uncomfortable using said impella 5.5 device for reinsertion. Therefore, another impella 5.5 device was obtained and successfully implanted to support the patient. There was no report or indication of adverse effects to the patient as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. Based on clinical description, the root cause of delivery issue was most likely patient condition due to diseased vessel condition.